Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Visual examination showed there was blood inside the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 8 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 80% stenosed lesion was located in a calcified and moderately tortuous left antebrachium. On the first inflation the sterling otw 5.0 x 40/80 (4f) balloon was inflated to four atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.